Event description:
It was reported the patient had never ¿properly been adjusted and they had given up on trying to get someone to help.¿ the patient noted they had given their programmer to their representative in (B)(6) 2013. They added the physician told the patient that they never gave the patient programmer to the representative. The patient noted only having a recharger. An overdischarge was suspected. The last time the patient ¿touched¿ the device was in (B)(6) 2013. It was reported the patient never had therapeutic effect. Since right after surgery, stimulation wasn¿t working. The physician could get the left side but the right side was causing problems and it was wrapping around their stomach. The patient noted it as being ¿too much¿ they had ¿surges like a rush or shocking feeling and burning where the battery was.¿ the patient noted still having burning sensation on the implant site. The patient was told to turn their device off. The patient turned their device off but was still having burning where the battery was. The patient still had pain on both side going down their legs, which is the reason for the stimulator. The patient had given their external devices to their physician at the beginning of the year but went back in march/april and decided to give it a try. It was noted the patient had both the programmer and recharger. The previous saturday the patient had no feeling from their waist down and it took them four hours to move. The doctor thought it had something to do with the center of the patient¿s back. Patient noted needing to have an MRI to see if there is a problem with the implant. It was reported there were telemetry issues. The patient had initially indicated it had been 2-3 months since last stimulation and recharge but after further discussion it was noted it was (B)(6) 2013 that they last had stimulation or recharged. They did an antenna locate. It was noted the patient had not been using stimulation for some time because following implant they had coverage on one side more than the other but they wanted coverage on the other side. A physician mode recharge was started successfully. Follow up noted the patient was scheduled to come in for a ¿drop charge.¿

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).